Event description:
In 2008, the sales rep reported that during a demonstration, it was noticed that the driver would not engage the screw. There was no report of pt contact. This malfunction as resulted is an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.